Manufacturer narrative:
The root cause of the discordant sodium results is unknown.

Event description:
Customer reported discordant sodium results on the instrument. There was no report of injury due to this event.

Manufacturer narrative:
Siemens investigated the issue and concluded that memantine does interfere with the sodium sensor's recovery on the rapidpoint systems for concentrations tested at 0.10mg/l to 0.81mg/l of memantine in whole blood. The drug increases the sodium recovery by 2 to 13 % depending on the concentration of memantine. However, as per siemens medical affairs assessment, the positive bias of 4 mmol/l would not lead to serious health risk for patients. There would be no therapeutic effects associated with the true sodium at the upper limits of normal values (145 vs 150 mmol/l) and there would be other clinical signs and laboratory findings associated with the true hypernatremia (thirst, dry mucous membranes, poor turgor, electrolyte changes, etc. ). Thus the overall risk to health associated with the level of sodium interference within the therapeutic reference range for memantine would be negligible. Because this additional information was not available for the initial filed MDR, the MDR was filed. Had this additional information been available, this event would have been assessed as not require filing MDR as per 21 cfr 803.